Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this transvenous defibrillation lead had intermittent heart block and was experiencing symptoms, thus the patient was undergoing a tilt table test. During the test, periods of loss of right ventricular (rv) capture with greater than 2 seconds of asystole were observed. The rv sensitivity was reprogrammed due to increased patient thresholds from 0.6 mv at 0.4 seconds to 3.5 mv at 0.4 seconds. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that the lead later exhibited increased thresholds and intermittent rv capture. The physician therefore elected to surgically abandon and replace the lead. No adverse patient effects were reported.